Event description:
The customer reported an explosion in centrifuge chamber. Customer reported that she was looking at the machine due to a system pressure error and then detected the blood all over in the centrifuge chamber. The customer reported that the leak strip has been peeled off and that the drive tube was still attached. The customer stated that there was a split on the bowl. The customer took pictures and sent them in to be included in the investigation. (B)(4).

Manufacturer narrative:
Batch record review: review of lot file b107 shows there were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. A review of complaints received for lot b107 was performed. There was 1 complaint reported for bowl leaks to date for this lot. (B)(4). Replaced damaged centrifuge leak detector strip and replaced pressure transducer. Completed system checkout procedure. Repairs have returned this instrument to expected operation. The assessment is based on info available to at the time of the investigation. No product was returned by the customer for investigation. The root cause cannot be determined based solely on the info provided by the customer. (B)(4).